Event description:
The customer reported approximately two (2) milliliters of blood and diluent leaked outside the instrument involving coulter lh 750 hematology analyzer. The customer had on proper protective equipment (ppe) consisting of gloves, a laboratory coat, and eye protection during the event. Patient results were not impacted. The customer did not have direct contact with the fluid. There was no exposure to open lesions or mucus membranes. There was no report of operator injury or adverse effect associated with this incident. Beckman coulter field service engineer (fse) went to the facility and assessed the instrument.

Manufacturer narrative:
The field service engineer (fse) discovered a small blood fluid and diluent leak coming from the rear of the vent line duro-tubing on the back of the automatic needle cartridge. The fse replaced the duro-tubing and cleaned up blood and diluent. The fse performed startup, controls and system verifications. Service activity performed was verified to meet the specified requirements per established procedures. Results conformed to the manufacturer's published performance specifications. (B)(4).